Event description:
It was reported that, "the leakage observed from the tip of the balloon. The ratio of saline and contrast media is 1.3." Note: during the analysis of the device in march 2003, the balloon was found to be ruptured, therefore, this event became a medical device report. Dr 03/2003.